Event description:
A report was received that the patient was having difficulty aligning the ipg with the charger. It was noted that the ipg had flipped. The patient was obese and the battery was in fat roll. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.